Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. CT scan and ultrasound that showed a 9-cm adnexal mass. Ultrasound was repeated showing that she does have the mass. Concurrent conditions included sore throat, headache and nausea. Concomitant products included ketorolac tromethamine (nsaid-k) since (B)(6) 2005 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psychological or psychiatric problem: depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric problem: depression and mental anguish") and vaginal discharge ("vaginal discharge/vaginal discharge") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2009, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (partial hysterectomy/unilateral salpingo-oopherectomy - right side,oophorectomy (bilateral removal)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, fatigue and back pain had not resolved and the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure removal date discrepancy ((B)(6) 2009 and (B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.528 kgs. Hysterosalpingogram - in october 2005: results: total bilateral occlusion; on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events back pain, most recent follow-up information incorporated above includes: on 22-mar-2019: previously reported events "dysmenorrhea (cramping), fatigue, migraines, headaches and lower back pain " outcome updated to "not recovered / not resolved" from pfs. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sore throat, headache and nausea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (partial hysterectomy/unilateral salpingo-oopherectomy - right side,oophorectomy (bilateral removal)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.528 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion CT scan and ultrasound that showed a 9-cm adnexal mass. Ultrasound was repeated showing that she does have the mass. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events back pain. Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, migraines / headaches, vaginal discharge, fatigue, weight gain, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. CT scan and ultrasound that showed a 9-cm adnexal mass. Ultrasound was repeated showing that she does have the mass. Concurrent conditions included sore throat, headache and nausea. Concomitant products included ketorolac tromethamine (nsaid-k) since july 2005 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psychological or psychiatric problem: depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric problem: depression and mental anguish") and vaginal discharge ("vaginal discharge/vaginal discharge") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2009, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal area pain"), back pain ("lower back pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (partial hysterectomy/unilateral salpingo-oopherectomy - right side,oophorectomy (bilateral removal)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved, the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge, weight increased, alopecia, abdominal pain and post procedural complication outcome was unknown and the migraine, headache, dysmenorrhoea and fatigue had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure removal date discrepancy ((B)(6) 2009 and (B)(6) 2009). She received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.528 kgs. Hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion; on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events back pain, most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : outcome of events " pain and bleeding" were updated as recovered. Event "post removal complications" added .seriousness criteria (medically significant) of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. CT scan and ultrasound that showed a 9-cm adnexal mass. Ultrasound was repeated showing that she does have the mass. Concurrent conditions included sore throat, headache and nausea. Concomitant products included ketorolac tromethamine (nsaid-k) since (B)(6) 2005 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psychological or psychiatric problem: depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric problem: depression and mental anguish") and vaginal discharge ("vaginal discharge/vaginal discharge") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2009, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal area pain"), back pain ("lower back pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (partial hysterectomy/unilateral salpingo-oophorectomy - right side, oophorectomy (bilateral removal)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved, the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge, weight increased, alopecia, abdominal pain and post procedural complication outcome was unknown and the migraine, headache, dysmenorrhoea and fatigue had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure removal date discrepancy (B)(6) 2009. She received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.528 kgs. Hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion; on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding "). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.